Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity ( at least five [5]) of em2400 valve sets leaked at port 2. The issue occurred during an unspecified process step prior to patient use. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that an unspecified quantity (3-4) of em2400 valve sets leaked at port 2. H4: the lot was manufactured from september 20, 2021 - september 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.